Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was losing communication with the meter during bolus delivery and the patient subsequently experienced low blood glucose (bg) of 58mg/dl with no signs or symptoms of hyperglycemia. The patient reportedly ate fruit snacks to correct the low bg, and the patient¿s bg resolved to 195mg/dl with no symptoms. The reporter noted that the meter remote had already been replaced, but the communication issue continued. The reporter stated that the patient received an extra bolus due to the communication issue, because it was thought that the initial bolus had not delivered, so the bolus was re-programmed and delivered again, resulting in the low bg. The reporter confirmed that the devices were within range, there was good signal strength, and there were no obstructions between the devices. The reporter confirmed that they had tried changing the channels on the devices, but the issue remained unresolved. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that boluses were being cancelled due to an unresolved communication issue between the pump and the meter remote.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.